Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and to retrieve reported device; however, requested information and device have not been provided yet. Once the new information is available or evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the ema sleep device. The patient's tissues got swollen. The patient became aware of the reaction after using the device for 3 months.

Manufacturer narrative:
The device was not available to the investigator. However a non-visual investigation has been completed and the results are as follows: DHR results: no DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the device was not available for investigation. Root cause: the root cause cannot be explicitly determined. Customer did not return the device for investigation. Customer provided very limited information for this complaint. IFU-012544 rev 1.0 (ema instruction for use) states in precaution "do not clean soak in water, ammonia, mouthwash, bleach, peroxide and denture cleaner". IFU-012544 rev 1.0 also states in cleaning procedure "brush the device carefully with a soft toothbrush and use only clear cool water to rinse the device. Do not use soap to clean the appliance". However, the customer did not provide the information regarding how the patient was instructed to handle and maintain the device. Per IFU-0125444 rev 1.0, it contains the following statement in warning section, "dentists should consider the medical history of the patients, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and refer the patient to the appropriate healthcare provider before prescribing the device. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort."